Manufacturer narrative:
Unit was received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime/compromised force sensor system test, and excessive no delivery test, or verify no delivery alarm due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, and missing o-ring reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 127 mg/dl. The insulin pump's screen had a scratch and chip. The lip on the reservoir compartment broke off. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.